Event description:
Based on the information received, the patient inserted a catheter and it cut pt. Upon examination, pt saw that the tip was partially cut off. Pt did not see a physician and the bleeding has stopped. Pt is okay now.